Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer failed and was not detected on the communication bus. A field service engineer reseated the pyxibus connector going into the module controller and booted up to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system d7na the whole main drawer 6.1 failed saying devices not detected on the bus. The customer stated that they were prevented from issuing medication to patients and there was a delay in accessing medication. There were no adverse events or injuries reported based on this event.